Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited high thresholds and loss of capture in the right atrium. Subsequently, the patient underwent a revision procedure and the right atrial (ra) lead was explanted and replaced. This pacemaker remains in-service. No additional adverse patient effects were reported.